Event description:
It was reported that during a review of this pacemaker prior to an magnetic resonance imaging (MRI) scan, undersensing of atrial fibrillation (af) on the right atrial (ra) channel was observed. The health care professional (hcp) was advised and further follow up was recommended. This device remains in service. No adverse patient effects were reported.